Event description:
The manufacturer received information alleging the device would not initially power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. There were no parts replaced on the device. Additional findings not related to the malfunction/issue was the real time clock offset issue. The real time clock was reset to address this issue. The device was scrapped.